Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon stuck in vagina with no string because it detached [foreign body in reproductive tract] the tampon that I used detached from the string [device breakage] case narrative: consumer reported via email that the tampon detached from the string and became stuck. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Spent the morning of mothers day in urgent care for a removal of a tampon [foreign body in reproductive tract] the tampon that I used detached from the string [device breakage] case narrative: consumer reported via email that the tampon detached from the string and became stuck. No serious injury was reported.